Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spiderfx deployed correctly, and the physician deployed a stent in the vessel. When trying to re-enter the patient with the recovery end of the spiderfx catheter, the recovery end could not get past the stent. The spiderfx filter was moving closer to the stent. At that point, the physician tried to pull everything out together. The filter became caught on the stent and ultimately everything was pulled out, including the newly deployed stent. The patient remained unaffected and stable, and the physician was able to deploy a new stent without a spiderfx.